Manufacturer narrative:
Please note that this device is not available for analysis due to the pt's infectious disease. Additional info received will be submitted within 30 days upon receipt. See scanned page.

Event description:
The report received from the affiliate indicated that while attempting to inflate a 2.5x15mm firestar balloon, the balloon would not inflate at all even though pressure was applied up to 10 atm. The physician removed the device and found that the balloon was ruptured. A different balloon was used to successfully complete the procedure and there was no injury to the pt. The lesion treated was a totally occluded lesion in the proximal rca that with heavy calcified and moderate tortuousity. The femoral approach was chosen for the procedure. A gw crossed the lesion and pre-dilation was conducted with a 1.25mm sprinter legend balloon. There was no difficulty removing the device. There were no kinks or other damages noted prior to inserting the product into the pt and it prepped normally. The type of contrast and the ratio used were unknown. The same everest, medtro indeflator was successfully used with other device. There was no reported resistance/friction while inserting the balloon through the guide catheter or difficulty advancing the balloon catheter through the vessel or crossing the lesion.